Event description:
It was reported to nova biomedical that a consumer rec'd a result of 352 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin and subsequently experienced a hypoglycemic event requiring emergent foot intake to raise her blood glucose level. The consumer did not have control solution on hand to test the integrity of her test strips as instructed in nova's directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will not be returned for eval. The consumer was advised by her health care professional to discard equipment.